Manufacturer narrative:
.

Event description:
Information received indicates a volume discrepancy was noted at the initial follow-up for pump refill; the erv was 5.7 ml versus the arv of 25ml. The pt stated that they had otherwise been doing well. The drug used in the pump was baclofen. It was reported that a study was attempted, but the hcp had not been able to access the pump and the procedure was stopped. No pt treatment or intervention has been required; the pt had no symptoms associated with the event. The hcp reported that the pt is fine and has recovered without sequela.